Event description:
It was initially reported that a pt's vns generator and lead were replaced due to end-of-service. It was later reported that the lead was replaced due to "high lead impedance indicating a possible lead fracture". There was no known trauma or cause of the high lead impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.